Manufacturer narrative:
G4:01feb2021. B4:04feb2021. There was a ventilator swap to ensure patient continues treatment and to prevent patient harm. The device was evaluated by the customer with the assistance from philips remote service engineer (rse). The customer replaced the touchscreen as advised by the rse. The customer reported that this action repaired the reported issue. The device was tested and passed specified tests. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported a ventilator experienced an intermittent touchscreen issue during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.